Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. It was answered that the hospital refuses to give additional information on this case. Trend analysis: no trend identified. DHR review : as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient had an mmc cup implanted on (B)(6), 2011 and subsequently revision was held on (B)(6), 2017 due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary : the patient underwent a revision surgery of the mmc cup after 5 years 4 months in-vivo time. Reason of the revision surgery is unknown. No medical data is received for the investigation confirming the event. Therefore, it is impossible to perform a meaningful analysis of the reported event and an exact root cause cannot be determined. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has been reported that the patient had an initial hip procedure on (B)(6) 2011 and was implanted a zimmer mmc cup, uncemented, 52 mm/44 mm, code j. Subsequently, the patient was revised on (B)(6) 2017 due to unknown reasons.